Manufacturer narrative:
Concomitant medical products: 429688 lead, implant date: (B)(6) 2011; dtmb1d1 ICD, implant date: (B)(6) 2017.

Event description:
It was reported that the right ventricular (rv) lead had alerted for high pacing impedance. High rv threshold was noted. Follow up with the company representative indicated that the impedance alert parameters were reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.